Event description:
Refer to medwatch 1219856-2007-00258 for first incident involving same pt. It was reported that while in ICU the md inserted sheath via right femoral artery. Clinician connected one-way valve to male luer on short driveline attached to iab. Iab was removed from a tray after a very slow aspiration of a full syringe of air. Iab unwrapped; however, md tried to insert iab through sheath. Md could not advance iab through sheath. Iab was removed & another brand iab was inserted through arrow sheath.

Manufacturer narrative:
A follow-up report will be filed if more info becomes available.